Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided.

Event description:
This is the first of three reports for the same patient involving three separate products. Refer to manufacturer report number 9611594-2014-00156 for the first report. Refer to manufacturer report number 9611594-2014-00158 for the second report. It was reported by a nurse that a patient experienced three enteral feeding tube device failures within three months. Each enteral feeding tube lasted a month before it developed a pinhole and leaked. The hole was usually on the j-portion of the enteral feeding tube. The nursing staff states that the tubes will usually clog prior to failure. The patient was getting continuous feedings with an additional bag of water to flush the tube every six hours. The staff was crushing the medications prior to infusing in the enteral feeding tube. The nurses have started using a lipase enzyme in the enteral feeding tube to prevent clogging of the tube. According to the nurse, the lipase enzyme will prevent clogging of the tube until the hole develops and the tube fails. There was no reported patient injury but the patient required medical intervention to replace the tube under fluoroscopy. The stoma site remained open and intact at the time of the event. No additional information was provided in regards to the patient's status and the outcome of the procedure.